Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced as the capture thresholds and the pacing impedance were suddenly rising, while sensing was decreasing. It was consider that these issues were related to a possible micro-dislodgement. However, this was not confirmed as no troubleshooting was performed. No additional adverse patient effects were reported.